Manufacturer narrative:
(B)(4) UDI # unknown. Method: the device was reported to be returning for an evaluation and at this time is pending return. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. .

Event description:
Please reference: 2026095-2016-00013(a). Fill volume: 400ml, flow rate: 6ml/hr, procedure: unknown, cathplace: chest area, infusion started: (B)(6) 2016, infusion ended: (B)(6) 2016 (infused too fast, finished in 50-hours instead of 72-hours). It was reported that there were two incidents with two pumps infusions ending sooner than expected. The patient had no side effect of toxicity or any adverse reaction or medical treatment due to this event. The pharmacist did not know the specific procedure performed on the patient or where the catheters were placed. The pharmacist did note the patient had two pumps in the chest area. This was an inpatient incident. The patient was in the hospital with these pumps and under the supervision of nurses at time of incident..

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).